Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was unable to interrogate. Battery depleted. Device to be explanted. Patient is stable.

Event description:
New information notes that the physician does not believe that it is premature battery depletion. The patient has not had their device explanted yet.